Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason. Evaluation of the returned monitor could not confirm the customer¿s complaint. Evaluation testing supports that the monitor functions as expected. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
T was reported that during use of a flotrac sensor and ev1000 monitor, the physician noticed an overestimated sv (stroke volume), as well as co (cardiac output) and hr (heart rate) which were both high. There were no fault/ alert messages displayed. The same cables and same flotrac sensor were connected to a second ev1000 monitor and the issue was resolved and the values displayed were correct. There was no treatment administered as a result of the inaccurate values. No patient compromise was reported. No other system-related devices were reported as suspect. No patient demographics were able to be obtained.